Event description:
Laparoscopic stapler was activated during laparoscopic davinci prostatectomy procedure. All staples did not close after stapler was fired. Surgeon had to suture dorsal vein because the staples didn't close. Caused procedure to be extended about 20 minutes.